Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 198-199 mg/dl. Reportedly, the customer changed the cartridge and infusion set to address occlusion. In addition, it was reported that continuous glucose monitor (cgm) graph was not displaying the threshold lines. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.